Event description:
Report received of a nondelivery on the secondary line. The primary line of the device was programmed to deliver an unspecified solution at a rate of 100ml/hr. The secondary line was programmed in the piggyback mode to deliver an unspecified antibiotic for a duration of one hour. No further programming parameters were provided. After 10 minutes, it was noted that the device had "switched over" from delivering on secondary line to delivering on the primary line. The antibiotic bag on the secondary line was reportedly full. The device was reprogrammed and reportedly delivered as programmed. After an unspecified length of time, the device was again programmed to deliver an unspecified solution on the primary line. The secondary line was programmed to deliver an antibiotic with no specific programming parameters provided. After two hours, a nurse reportedly found the secondary solution bag full and the device was infusing the primary solution. The device was removed from the clinical service. Therapy was resumed using a replacement device. There were no adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.